Event description:
It was reported that diagnostics on the pt's device showed high impedance on (B)(6) 2010. No trauma or manipulation was reported to have occurred. X-rays were taken and sent to the manufacturer for review. Upon review of x-rays, a gross lead fracture was identified in the neck region. It was also noted that the electrodes appeared to be inverted which may have contributed to the lack of efficacy for the pt. The pt's mother stated that she didn't feel the vns had been working for a few years. Pt was referred for full revision surgery, but surgery has not occurred to date.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: review of x-rays by manufacturer revealed a gross lead discontinuity. Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.